Manufacturer narrative:
Internal file number - 326002/1-1. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, guide cath: heartrail al1 6f. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous, concentric and heavily calcified de novo mid right coronary artery that was 99% stenosed. A sion guide wire was crossed in the anatomy and pre-dilatation was done with a 2.25 x 15 mm traveler. Further pre-dilatation was attempted with a 3.25 x 15 mm nc traveler, which was inflated at 14 atmospheres (atm). However, during the second inflation, the balloon ruptured at 14 atm. There was no resistance when advancing the device towards the lesion. The nc traveler was then replaced with a 3.25 x 12 mm non-abbott balloon catheter to further pre-dilate the lesion at 18 atm. The procedure was successfully completed with the deployment of a 3.5 x 38 mm xience alpine. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.